Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that they were trying to sync with patient's ins prior to an MRI but that the ins was completely dead since last summer. They were seeing the poor communication error message and had tried connected with and without the antenna several times. MRI considerations were reviewed since the ins was completely dead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient told the hcp that the device has not worked for several years and the programmer won't turn on, but the hcp wasn't quite sure what the patient meant. It was noted that the implant was not working. No symptoms were reported at the time of this event. There were no further complications or anticipations reported with this event.